Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experinced hyperglycemia and reported that the insulin pump received a stuck button alert, buttons were not responding, pump was giving multiple alerts, blank display, a crack at the case of the battery tube side of the insulin pump. The customer blood glucose value was 182 mg/dl and hyperglycemia was treated with manual injection/insulin pen. The event involved product unk_reservoir, mmt-1884, unomedical. Troubleshooting was performed for stuck button alarm. Troubleshooting indicated that pump required replacement. Customer declined or unable to troubleshoot for display issue. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No further patient complications were reported. No product return was required for unk_reservoir ,unomedical. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The unit passed self-test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked unresponsive verified in the daily total citation. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. No unexpected blank display or unexpected unresponsive keypad, button error anomalies noted. Unit received with fading serial number label and broken belt clip rails. The unit p-cap / test reservoir locks in place properly. No unexpected blank display or frozen screen anomalies noted during testing. Unit passed all the required tests. No unexpected blank display or unexpected unresponsive keypad, button error anomalies noted. Unit confirmed damage at battery tube case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.